Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 8/14/2019. Initial visual analysis observed there were no visual damages or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30203700l number, and no internal action related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a lasso® nav eco variable catheter and the contraction of the loop became stuck. It was initially reported that the loop of the lasso® nav eco variable catheter was not expanding correctly. As such, a new lasso® nav eco variable catheter from a different lot was used and the procedure was completed successfully. There were no patient consequences. The customer's initial report of the loop not expanding correctly was determined to be not reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2019, additional information was received indicating that the loop of the catheter was stuck in a contracted position. The piston could be turned. The issue was discovered during use of the lasso® nav eco variable catheter and no difficulty was experienced with removing the lasso® nav eco variable catheter. The piston could be turned. There was no physical damage observed by the customer. The issue of the contraction being stuck has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through the additional information that was received on (B)(6) 2019.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a lasso® nav eco variable catheter and the loop of the catheter was not expanding correctly, and the contraction of the loop became stuck. The device was visually inspected, and it was found in good conditions. Then, deflection test was performed, and the catheter passed deflection. Catheter failed contraction test because the lasso loop did not reach the shape. In addition, during the test the loop was stuck. A manufacturing meeting was performed, and the catheter was analyzed, and it was confirmed as stuck. Furthermore, the internal component assembly was verified. The catheter was dissected at tip area, and some electrical wires glued with an unknown material was found. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that tip from lasso navistar catheter had adhesive residues; presumably, the polyurethane adhesive used in bwi manufacturing processes. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. Based on available analysis results, complaint appears to be caused by internal bwi operations, specifically, the manufacturing process, however, this appears to be an isolated case. Manufacturer's ref. No: (B)(4).